Event description:
A patient presented following an initial procedure for an incisional hernia repair. The patient was returned to surgery for re-operation. During the re-operation, it was found that the mesh had torn centrally. No additonal information was provided.